Manufacturer narrative:
During a standard procedure, a dental electrical handpiece got hot and burned the pt's inner lower lip about the size of the handpiece head. Pt received some over the counter ointment and was not seen again for f/u. The analysis did show that the bearings of the handpiece have been gritty and binding. As the handpiece has not been repaired since (B)(6) 2007, this is normal wear process. Exemption number (B)(4). Kavo dental (B)(4) (the MFR) is submitting the report on behalf of (B)(4) (the importer).

Event description:
During a standard procedure, a dental electrical handpiece got hot and burned the pt's inner lower lip about the size of the handpiece head.